Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head failed to white balance during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image, wrong reprocessing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Blurry image is due to faulty ccd (charged coupled device). The cause is traced to component failure. The cause of "wrong reprocessing" is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.